Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was locked on tissue. The surgeon was able to open the instrument manually, so the instrument release key was not used. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The operating room (or) reported that the fenestrated bipolar forceps jaws were locked on tissue and could not initially be released. The or staff indicated that use of the instrument release kit (irk) might be required; however, shortly thereafter, the surgeon was able to manually open the jaws and release the instrument without utilizing the irk. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.